Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the left ventricular lead exhibited loss of capture even at max output (7.5v/1.5 ms) in all three pacing vectors. Also noted was 200 ohms impedance. The lead remained implanted.